Event description:
This is a spontaneous case report received refers to an adult female consumer in united states on 04-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for permanent birth control. Consumer reported severe pain in her lower back and in her tubes. She has had her periods every week except for 1 week in the last 30 days. She did not have a doctor and insurance. The symptoms always had it and gotten worse in the past 60 days. She stated she went to the emergency room 2 weeks ago due to some kind of infection, not an std (sexually transmitted disease) but an infection in her tubes. She had not recovered from the events and had been continuing with essure. Consumer said she was going to get a lawyer about her complications with essure. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and went to the emergency room 2 weeks previous to this report due to some kind of infection in her tubes, not an std (sexually transmitted disease). She had not recovered from the events and had been continuing with essure. This event, seen as salpingitis, is listed in the reference safety information for essure. Essure device may become a vehicle for microbial transport in the upper genital tract during insertion. In this case, it was not a sexual transmitted disease and she had the infection around 6 years after placement procedure. Nevertheless, considering this is probably an inflammatory process in fallopian tubes that led her to emergency room, this event is assessed as related to essure use and therefore, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested.

Manufacturer narrative:
Quality safety evaluation received on 19-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore me complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information received on 25-oct-2016 follow-up attempts will not be pursued (potential legal case). Company causality comment: this spontaneous case report, not medically confirmed, refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and went to the emergency room 2 weeks prior to this report due to an unspecified infection in her tubes (but reportedly not a sexually transmitted disease). She had not recovered from the events and had been continuing with essure. This case was considered as a potential legal case. This event, seen as salpingitis, is anticipated in the reference safety information of essure. Essure device may become a vehicle for microbial transport in the upper genital tract during insertion. In this case, the infection was not a sexually transmitted disease and was diagnosed approximately 6 years after the placement procedure. Nevertheless, considering that this is probably an inflammatory process in the fallopian tubes, and that this event led the consumer to the emergency room, the salpingitis is assessed as related to essure use and, therefore, this case is regarded as incident. Non-serious events were also reported. A quality-safety investigation resulted in an unconfirmed but plausible quality defect, thus a relationship with the reported medical events cannot be totally excluded. Further information will not be pursued (potential legal case).